Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a loss pf prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2014 with the following findings: the last basal delivery was on (B)(6) 2014, reported date of (B)(6) 2014 is overwritten, no evidence of loss of prime is observed, no battery or cartridge cap were returned, test battery cap and test cartridge cap were used to complete the investigation. ¿ez-prime¿ steps were performed correctly. No ¿cs162¿ warnings or any eaw occurred during the investigation, the product performs within specifications. Investigators were unable to duplicate ¿loss of prime¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.